Event description:
It was reported that the guidewire in the peg kit was frayed. The device was not used on the patient. A new kit was opened to complete the procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one ponsky peg 20f non-safety kit with push guidewire was returned for evaluation. It was noted that the outer core wire was unraveled and stretched with the distal ends of both inner core wires protruding from it. Based on these findings, the investigation is confirmed for the reported frayed guidewire. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Possible contributing factors include attempted removal of guidewire from hoop before removing the retaining plug from the hoop and rapid/forceful removal of guidewire from hoop. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the guidewire in the peg kit was frayed. The device was not used on the patient. A new kit was opened to complete the procedure.